Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported post procedure that vasoview hemopro 2 with vasosheild at the end of case harvester stated hemopro tip starting coming apart. He did not open another device and lighted last branch carefully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Updated sections: date of event, device available for evaluation, date rec¿d by MFR, type of reports, if follow-up, what type?, device evaluated by MFR, evaluation codes, additional MFR narrative. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. Charred tissue and blood were observed on the heater wire. The heater wire was flexed at the center of the hot jaw, and detached from the tip. It remained attached at the base of the hot jaw. No other visual defects were observed. Based on the results of the investigation, the reported complaint "bent wire" is confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquets failure investigation report (fir) system.

Event description:
It was reported post procedure that vasoview hemopro 2 with vasosheild at the end of case harvester stated hemopro tip starting coming apart. He did not open another device and lighted last branch carefully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported post procedure that vasoview hemopro 2 with vasosheild at the end of case harvester stated hemopro tip starting coming apart. He did not open another device and lighted last branch carefully. The hospital did not report any patient effects.